Event description:
Guide for proximal screws on t2 ankle arthrodesis nail missed holes in nail.

Manufacturer narrative:
Product inquiry states the targeting arm t2 ankle to be the primary product. The also returned products nail adapter, drill, sleeve trocar and nail holding screw are regarded to be concomitant. Review of the device history records/inspection records could not be performed as the required information regarding lot code and serial number is no longer legible due to the extent of damage caused by misuse by hammering on the device. However, for these devices a check of the function on 100% of the devices (sub-supplier) and additional in-house spot check is implemented. Evident traces of use revealed the device must have fulfilled its tasks in former surgeries as intended. A functional test of the targeting arm was performed in order to reproduce the event reported. The functional inspection revealed that the drill passed the tibia static hole and the tibia dynamic hole with slight contact to the nail, whereas all other drill holes were passed without any contacts. However the contact was not in such a way that a real mis-drilling would have occurred. The function of the device returned is still given, but should not be used any longer. The exact root cause of the slight mis-targeting (for medial locking options only) could not be determined. It is possible that structural internal material deformation within the cfr-material may have occurred due to a high number of sterilization cycles. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Guide for proximal screws on t2 ankle arthrodesis nail missed holes in nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.